Event description:
Information was received indicating that during the pre-use check leaking from the connector was observed. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-07236. The report was submitted in error.